Manufacturer narrative:
The reported events indicated lead dislodgment and loss of capture. A complete lead was returned in one-piece. Analysis found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, while the patient was in recovery. It was noted that the right ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.